Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3389s-40 lot# va131up product type lead product ID 3389s-40 lot# va131up product type lead product ID 3708660 lot# serial# (B)(6) product type extension product ID 3708640 serial#(B)(6) product type extension device information for applicable components was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown what was meant by the report of "damaged wire," and it was unknown what devices were affected. The devices were not replaced as the deep brain stimulation (dbs) therapy had been terminated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer reported the patient's battery was explanted due to a damaged wire, with a less than 50% reduction in symptoms. It was noted that the patient was implanted on (B)(6) 2014, with it unknown what troubleshooting was performed or the root cause of the issue. No further complications are anticipated. The patient's indication for implant is unknown.